Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator failed the pressure transducer test during the pre-use check. (Puc) our field service engineer (fse) investigated the device on-site and replaced first the expiratoty channel printed circuit board (pcb) and both pressure transducer pcbs, this did not resolve the reported issue. The fse replaced then the expiratory valve coil to resolve the issue. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirm the reported issue with pressure transducer test failure during the puc and that the failure is related to the expiratory valve where the expiratory valve constants were not stored persistently. The expiratory channel pcb, both pressure transducer pcbs and the replaced expiratory valve coil has been returned for investigation. The parts have been tested separately and together in our testing lab; during simulated use testing the parts passed multiple pucs before and after simulated ventilation. The simulated ventilation was run for over 24 hours without deviation. According to the logs and the information provided by the fse, the expiratory valve was probably the cause of the reported error, however we could not reproduce it during our testings. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Defective expiratory valve coil may lead to stop of ventilation. The conclusion is that the device failed to meet its specifications during the reported event and that the expiratory valve coil could be a contributory cause. However, since the reported issue could not be reproduced at the manufacturing site, no definite root cause can be established. Based on the information above, this complaint will be closed.

Event description:
Manufacturer's ref #: (B)(4).